Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for system implant crosstalk was observed. The device was explanted and replaced. No further information available.

Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.